Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and upon review found that the shock impedance had been gradually increasing. There is no evidence of noise, however right ventricular (rv) lead pacing impedance measurements have been slightly decreasing over the last year, but remain in range. It was further noted that the same slight decrease in right atrial (ra) lead impedance measurements were seen. This could indicate that the impedance changes are patient related, however ts noted that lead integrity compromise could not be excluded and suggested in-office evaluation along with x-ray evaluation. Ts also noted that the clinic could consider delivering a commanded 1.1 j sync shock. If 1.1j commanded shock returns an in range measurement, a 41 joule max energy shock is recommended to ensure full integrity of the system. At this time the rv lead remains in service and no adverse patient effects were reported.